Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing lead impedance, high defibrillation lead impedance, and failure to capture on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable before, during, and after the procedure.